Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter was not known at the time of reporting. Facility was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a becker external drainage system. The patient went to the operating room on january 31st to install an evd. On february 07, the night shift staff found that when the sliding clamp was closed, the cerebrospinal fluid could not be completely sealed in the collection bucket, but would still flow into the drainage bag. Accurate measurement amounts of cerebrospinal fluid (csf) in patients could not be made, because the patient has unlimited csf flow. However, if it occurs in a patient who needs to limit the flow, excessive drainage may occur, so an abnormality is reported. The product has been in contact with the patient and the patient is still using it with a clamp ring and forcep with gauze, the product cannot be retrieved due to the suspicion of infection.